Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that while the multi-link 8 stent delivery system was being removed, resistance was felt and use of force was applied. It should be noted that the multi-link 8, coronary stent systems instructions for use (IFU), states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. It is unknown if the IFU deviation contributed to the reported event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.na

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the heavily calcified proximal left anterior descending (lad) coronary artery. A non-abbott guide wire was used to cross the lesion and the lesion was pre-dilated with a 2.5x15 mm trek and a 3.0x12 mm nc trek balloon dilatation catheter (bdc). The 3.0x33 multi-link 8 stent was attempted to be placed at the lesion; however there was resistance noted with the anatomy. The stent catheter was pulled out with resistance with the anatomy and it was noted the proximal catheter was broken outside the patient. Reportedly, force was used. A 2.75x33 non-abbott stent was used to complete the procedure. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.